Manufacturer narrative:
Discarded at user facility.

Event description:
It was reported that the disposable tubing set was being used in a procedure with an unknown handpiece when the tubing kinked at the suction port, hindering the ability of free flowing suction. The procedure was completed using the same tubing set by operating room staff holding the tubing up in order to prevent kinking throughout the procedure. There were no patient or user injuries, and no adverse consequences.